Event description:
According to the reporter, the cuff of the tracheostomy tube did not inflate or deflate during testing. There was no patient involvement.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A visual inspection was performed, and it was noticed the inflation line was cut and the cuff presented signs of use. An inflation/deflation test was performed using connecting a syringe needle to the inflation line 12 cc of air was applied to cuff and it was noticed the cuff deflated immediately, it was noticed the cuff presents a cut, which was measured 0.1310 inches, this reading was taken using caliper calibration number 9790, the failure mode cut in cuff is confirmed. It was reported that the cuff of the tracheostomy tube did not inflate or deflate during testing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: with shiley cuffed models (lpc, fen) the cuff and inflation system should be tested for leakage before inserting the tube. This test can be performed as follows: inflate the cuff with the volume of air indicated in table. Then either observe for deflation over several minutes or immerse the tube in sterile saline and observe for air leakage. Deflate the cuff prior to insertion. Under no circumstances should more than 25 mm of mercury air pressure be used to inflate the cuff. Over-inflation of the cuff may cause tracheal damage and may inhibit ventilation. To ease insertion and to guard against cuff perforation from sharp edges of cartilage, the cuff should be tapered back. This can be accomplished by first inflating the cuff. Then gently move the cuff away from the distal tip of the outer cannula towards the swivel neck plate as the residual air is removed by deflation. Do not use any sharp instruments such as forceps or hemostats that would damage the cuff when tapering it. These cuffed products (lpc, fen) are composed of soft materials to conform to tracheal tissue for performance and patient comfort. Simple precautions in handling of the shiley cuffed tracheostomy tubes during insertion and while in place will facilitate proper function and minimize tears and breaks in the inflation system. Avoid pulling or manipulation of the inflation line, as it is designed to conduct and hold air as part of the cuff inflation system. It is recommended that the inflation line be maintained in a position allowing for patient mobility without placing tension on the line-to-cannula junction. Prevent lint or other particulates from entering the luer valve of the pilot balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.